Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate ise (ion-selective electrode) module and replaced the sodium reference electrode and mc (module chemistry) sample probe to resolve the issue. The system functioned properly without any patient result failure issues.

Event description:
The customer reported obtaining false low sodium (na) result and false high chloride result for one patient sample involving the unicel dxc 600i synchron access clinical system. Patient printouts also confirmed false low calcium (calc) result for one patient sample. The false low na, high cl, and low calc were not reported outside of the laboratory. The customer repeated the sample on an alternate dxc system and obtained na, cl, and calc results which were within the normal reference ranges for the patient. There was no effect to patient treatment in connection to the event.